Event description:
On the day of treatment the patient was transferred from the stroke unit into the neuroradiology department to undergo an aspiration thrombectomy. A 6-f terumo destination carotid guiding sheath has been placed into the left common carotid artery. A terumo guide wire was used to transfer the 6-f penumbra-neuron catheter into the left cca. Withdrawing the catheter we discovered filaments wrapped round the guide wire, which we believe came from the inner lining of the neuron catheter. After the complete withdraw of the terumo guide wire we could see that more long filaments had pulled out of the inner lining. After careful removal of the neuron catheter it was noticed that the clear end of the distal catheter point and also a part of the distal catheter segment were missing. These missing elements could not been found during the angiography. The thrombectomy was successfully completed with a 5-f envoy guide-catheter. On the following day the missing fragments were found in the aortic arch using echocardiography. The fragments have been successfully removed via a vessel tweezer (cook). The small hole that can be seen at the fragment we have sent you we believe was caused in the removal process.

Event description:
Case has limited information: the physician explained that something happened between a terumo 35" wire and neuron (unsure if 053 or 070). Some filaments of the neuron came out of the proximal hub of the neuron when retrieving the 35" terumo wire and the tip of the neuron broke off in the patient. The tip was located in the aortic arch and the physician was able to retrieve it. Nothing was left in the patient. There was no patient injury as described by the physician.

Manufacturer narrative:
Device investigation: results: the catheter is in two pieces. The distal section is 23 cm in length. The proximal segment measures 94 cm from the break site to the hub-shaft joint. The interior support coil is unwound for 24 cm back from the break sight. The break site surface shows stretching of the polymer and a rough texture. Conclusion: the damage noted in the complaint is confirmed. The break is at a material joint but the stretching and rough surface of the break indicate a complete lamination of the bond. The visual appearance of the break indicates that the force put on the bond at the joint was greater than the tensile strength of the bond and material, causing it to stretch under tension and eventually break. There was no detail provided in the complaint description which could explain the reason for friction with the neuron in the patient however, if the anatomy was tortuous this could lead to excessive force put on the device during manipulation. The filaments wrapped around the guidewire as described in the complaint, was the inner wrapping coil support wire of the neuron which unraveled after the break when the physician pulled back on the catheter and guidewire.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.